Event description:
Customer reports when screwing of the distal luer lock, the ring that supports the luer cracks and slides along the tubing. Disconnection of the set is then impossible. A braun 3 ways stopcock is used in conjunction with the reported set. The reported condition occurred during patient use. No patient injury or medical intervention occurred.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One actual sample was received for evaluation. Visual inspection did not reveal any cracks in the collar; however, the collar was moved backwards. Batch review performed: this lot was manufactured with satisfactory results. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow up medwatch will be submitted. (B)(4).